Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp) leading to a surgical intervention. It was reported that the ipp was not measured correctly when implanted, so the glans did not fill up. All components of the existing ipp were explanted and replaced with a new device. No additional patient complications were reported and the surgery was reported as successful.